Event description:
It was reported that during a pre-use check, the customer attempted to inflate the cuff, but could not do it well. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. Three pictures were retuned for evaluation and no fault was found in the pictures. One used sample was returned for evaluation with its original open packaging. During functional testing, the returned sample was inflated using a syringe in order to detect any inflation issue; there was no resistance. Based on the analysis conducted, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).